Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) machine during fill four of five. The home patient (hp) stated that he had pressed go before he connected to machine. The technical service representative (tsr) explained that was how the air got into the lines and how to properly connect for therapy. The tsr had the hp start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample will not be returned. This report is for a system error 2240 during the fill four of five, where the home patient started therapy before connecting to the homechoice. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained from that review, a supplemental report will be submitted.